Event description:
It was reported that "it was unable to pace when it was tested before use. Another catheter was used and the problem was solved." No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon windings or returned syringe was observed. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. Balloon inflation test was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty could not be confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.